Event description:
It was reported that during patient use in nicu, the 980 ventilator had a graphical user interface (gui) reset. The patient was manually resuscitated for 30 seconds via an ambu bag and was placed back on the same ventilator. This event occurred during clinical trial. There was no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). Covidien inspected the device and performed field corrective action upgrade. The ventilator passed all testing.